Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent the implant procedure. When the physician tried to tighten the right ventricular lead over the suture sleeve and it was observed the lead exhibited insulation break the inner conductors were penetrated. It was also noted that the lead exhibited low impedance when connecting to pacing system analyzer (psa). The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.